Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used her ipg system in over a year. It was also reported the patient's programmer and charger were destroyed in a fire. As a result, the patient's ipg is inoperable. Surgical intervention is pending to address the reported issue.